Event description:
It was reported that the pump gave an erroneous "exceeds daily limits" warning. A family member stated that the warning appeared on the display screen when the pt attempted to deliver a programmed bolus. The family member noted that the battery was replaced today and the factory default time/date settings appeared. She stated that before the battery change the time/date was correct; she said that she corrected the time/date after the battery replacement. The family member confirmed that the daily limit is set at 50 units. Review of the total daily dose history indicated that the total bolus for the day was 30.40 units and the total daily dose was 49.99 units. Review of the bolus history revealed several boluses on (B)(6) 2010, which were allegedly not delivered by the pt or the family member. There were no reported blood glucose excursions.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.